Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: bd received did not receive samples or photos from the customer facility for investigation. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; (B)(4)

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had molding defects. No serious injury or medical intervention.